Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During evaluation no foam particle were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the device displayed error codes e065(err_stuck_encoder_a), e066(err_stuck_encoder_b) and had dust contamination. The device was scrapped.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During evaluation no foam particle were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the device displayed error codes e065(err_stuck_encoder_a), e066(err_stuck_encoder_b) and had dust contamination. The device was scrapped. In the previous report product brand name, operator of the device, occupation, report source, reason device not evaluated and health impact code were not updated correctly, which have been updated in this report. Box d, e, g and h have been updated/corrected.